Event description:
It was reported that the insulin pump had beep anomaly. Customer's blood glucose was 318 mg/dl. Troubleshooting was done. Customer stated it could be his meter and will try to isolate the noise and will call back if issue persists. Customer mentioned that he just got out of the hospital and it was not diabetes related. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.